Manufacturer narrative:
The unit was received with a motor error alarm during rewind due to a corroded motor home switch. The unit was unable to perform the displacement, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery tests due to a constant motor error alarm. The insulin pump was received with a scratched lcd window and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error after the device began to rewind in the wrong direction. The patient's blood glucose at the time of incident was 220 mg/dl. Troubleshooting was initiated for the motor error alarm. The alarm was cleared. The customer was unable to rewind the insulin pump. The insulin pump was returned for analysis.